Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. Reportedly, customer attempted to resolve the issue by applying more pressure causing the cartridge to leak. Customer's blood glucose level was 90-140 mg/dl. A cartridge change was performed resolving the issue.